Manufacturer narrative:
The customer reported that the hdd's on their central nurse's station (cns) failed. They also reported that they switched the hdd's from another unit, and this cns wouldn't launch into application at all. No harm or injury was reported. Attempt #1 03/30/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/06/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 04/08/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the hdd's on their central nurse's station (cns) failed. They also reported that they switched the hdd's from another unit, and this cns wouldn't launch into application at all. No harm or injury was reported.